Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the needle of the device detached from the jaws and fell into the patient while passing it through the trocar. The device was loaded properly. A new reload was used to complete the case. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suture device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A pmv needle was loaded onto the instrument by engineering. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.